Manufacturer narrative:
An evaluation of the returned treatment tip did not find any defects. An evaluation of the data card indicated error messages were prompted during the treatment to alert that operator is not maintaining full contact to skin with consistent and sufficient force during rep delivery. If errors occur during treatment the rf delivery is stopped and the system will display instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Manufacturer narrative:
The investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced bumps (skin irritation) on both sides of face, more on the right side. Reportedly about 700 pulses were used during the procedure and the highest energy level used was 3.5 on the right cheek. The patient experienced some pain and the physician thought it was normal. The treatment tip surface was inspected prior to treatment; nothing out of ordinary was noted. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: initial MDR with report number 1313525-2016-00323 that was submitted on 19-jul-2016 was inadvertently marked as a follow up report instead of an "initial" report.